Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 as the event was noted one month after the procedure. However, no specific event date was reported. Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The excised segment of the mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2016. According to the complainant, one month after the procedure, there was recurrent cervix prolapse and for this reason, the patient was introduced in the gynecology department of the complainant's facility where a rectal examination was performed. The mesh was also palpated and pelvic pain was noted. Colonoscopy was then performed and grade 3b mesh exposure was found in the rectal mucosal surface of 3cm from the anal verge. Reportedly, the exposed mesh was the middle part of the mesh that was placed in the posterior wall. Subsequently, gynecology and gastroenterological departments removed the mesh from the rectum and vaginal sides as much as possible and the wound was closed by suturing. This was done under general anesthesia. The patient was then discharged five days after mesh removal and the event has resolved.